Manufacturer narrative:
During a short test run, the heat up was reproducible and the bearings have been gritty and binding. After disassembling of the handpiece, it was found that the handpiece had a medium debris level. This shows that the maintenance was not performed as requested by IFU. Also the bearings have been worn out. "This causes together with the debris that they are running gritty" which causes higher friction and therefore heat up of the head. The root cause for the condition is the wear process which was assumably stronger due to the debris. A further inspection showed that the back cap button had circular grinding marks on the inner side. This shows that the button has been depressed during the treatment which happens, if the handpiece gets used to lift tissue (tongue, cheek or lip) during a treatment. This causes that the push button touches inner parts which are spinning, causing unusual friction and therefore heat up of the push button and later also the head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment, the patient complained about heat from the handpiece but was not burned. Dental office does not recall the patient's name hence the supplied data are best estimate.